Event description:
It was reported that the camera head was autoclaved. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information, correction and the results of the legal manufacturer's final investigation. Updated fields: d8, d9, e1, g2, h2, h3, h4, h6, h11. Corrected fields: e1 ¿ (B)(6). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for the evaluation and reported problem was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified but it¿s likely defective cable and ccd (charged coupled device) are traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 address 1 -(B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head was autoclaved. The issue occurred during reprocessing. There was no patient involvement.